Event description:
"Called to 2 lm for stat intubation. Needed to transport for a stat CT of head. Oxygen tank placed on bed turned on to 15 lpm tail of laerdal bag inflated spo2 100%. Spo2 [decreased] 91% tail of bag not inflated. Checked tank no flow. Turned tank back on spo2 increased 100% tail inflated this happened > 3 times. On route to CT exchanged tank in front of ccu then had problems. [With] the new tank rrt/rrcp" also states "..stops at 15. Put on 15 for pt last night. When bed was moved, it switched to shut-off. Not calibrated...movement between 15 to off." Non-conformance- ezox shut off at 15.."